Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
This is a report of a rupture on a ce infusor lv 5. The rupture was found in preparation (filling). No impact on the patient was reported. No sample available for evaluation; sample was discarded due to their cytotoxic content. This is report 24 of 89 received with the same reported problem from this facility.